Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. An external/internal inspection was performed and found no issues. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:16:43. During night drain cycle four, the patient's ultrafiltration reading was 840ml, indicating the home patient (hp) drained 840ml more than their maximum programmed fill volume of 1200ml. No additional information is available.